Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 10000 miu/ml accompanied by a data flag. The sample was repeated on (B)(6) 2017 at a 1:100 dilution and resulted with a final value of 10.00 miu/ml accompanied by a data flag. The repeat result was reported outside of the laboratory to the clinic. The sample was repeated a second time, without dilution, resulting as < 0.100 miu/ml. A new sample was collected from the patient and tested on (B)(6) 2017 and this sample resulted as < 0.100 miu/ml accompanied by a data flag. This value was reported outside of the laboratory to the clinic. No adverse events were alleged to have occurred with the patient. The patient did not receive any incorrect treatment. The hcgb reagent lot number was 21015101, with an expiration date of 05/31/2018. Quality controls were within specifications. During the time of the event, it was noted that there was an alarm indicating that a system reagent was short.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration signals recovered within expectations. There was no evidence of a general reagent issue. Based on sample aspiration and abnormal sample probe movement alarms, poor sample quality may be a likely cause for the event. The customer did not observe any fibrin in the sample. Other possible causes include insufficient electromagnetic interference laboratory compliance, insufficient maintenance, or contamination of the environment with the analyte.